Event description:
It was reported that the patients ipg was taking longer to charge. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
Exact date unknown, event occurred 6 months ago from date manufacturer was made aware.

Event description:
It was reported that the patients ipg was taking longer to charge. The patient underwent an ipg replacement procedure. Additional information was received that the patient was doing well postoperatively. The explanted ipg was kept by the medical facility.